Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the ventricular channel. The physician decided not to make any changes for the time being. A new control will be programmed at the end of the year. The patient is not pacemaker dependent. No further information is available.